Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as forgot to wear mask. The patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (1gm, frequency, route of administration and duration not reported) and amikacin (250 mg, frequency, route of administration and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report the patient outcome was unknown. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.